Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be, ¿short latex dwell time" or "latex dip speed out too slow". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter ordered by the customer was defective as the balloon in catheter had a leak in it.

Event description:
It was reported that the foley catheter ordered by the customer was defective as the balloon in catheter had a leak in it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.